Event description:
In 2008, abbott point of care was contacted by a customer who reported on ten days earlier at 2:43, an I-stat cardiac troponin I cartridge yielded a result of 0.09 ng/ml. Sample, unk if same sample, tested on ten days prior to original date at 8:55 using lab equipment yielded a result of <0.01 ng/ml. The pt received a cardiac catheterization on the same day based on the I-stat result.